Event description:
Customer reported that the insulin gauge on the pump displayed a different amount than expected. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use room temperature insulin when filling the cartridge but declined further troubleshooting and ended the call.